Event description:
It was reported the stent detached from the balloon. A promus elite ous mr 38 x 3.50mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca). After advancing the stent it could not be positioned correctly. Because of this, the stent was prepared to be removed from the guidewire, but it became stuck in the y-adapter. The guidewire and stent were then attempted to be pulled out together, and it was discovered that the proximal part of the stent had detached from the balloon. The device was removed from the patient, and another of the same device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of the promus elite stent delivery system. A visual inspection of the device revealed a break 114.7cm proximal from the port exchange with the manifold not returned. There were also multiple kinks noted along the hypotube shaft. A microscopic analysis revealed the stent struts were lifted at the proximal end of the stent. Based on the event information, it is likely that procedural factors are the most probable cause of the reported event. These procedural factors would include possible interaction between the delivery system and ancillary devices present in the vessel as well as a challenging lesion. The unreported break in the hypotube most likely occurred during handling post procedure. The device was intact when removed from the patient. The break is consistent with excessive tensile force having been applied to the device. This type of force does not occur when an attempt is made to advance the device. The unreported hypotube kinks noted during analysis most likely occurred as a result of an unintentional use error. This investigation is assigned a most probable investigation conclusion code of adverse event related to procedure.

Event description:
It was reported the stent detached from the balloon. A promus elite ous mr 38 x 3.50mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca). After advancing the stent it could not be positioned correctly. Because of this, the stent was prepared to be removed from the guidewire, but it became stuck in the y-adapter. The guidewire and stent were then attempted to be pulled out together, and it was discovered that the proximal part of the stent had detached from the balloon. The device was removed from the patient, and another of the same device was used to complete the procedure. There were no patient complications.